Event description:
It was reported to philips that the movement of the allura device was only partially available. The device was in clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that all the geometry movement was not available. Upon functional testing, the fse checked r-cabinet and found that there was no output from direct current power system (dcps) and confirmed the fault with dcps. The fse replaced the dcps. After replacement of the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.